Event description:
Paramedics responded to an unconscious and unresponsive person, suspected drug overdose. The patient was connected to the device with disposable pacing defibrillation/ECG electrodes and observed to be in asystole. ECG leads were connected to the patient and external pacing initiated. According to the reporter, the device stopped pacing unexpectedly by itself several times and had to manually restarted. The crew swapped out the device with a backup external pacemaker at the scene and used it but the patient was not resuscitated. No adverse affects to the patient were reported as a result of the device use.

Manufacturer narrative:
Physio-control service representative evaluated the device and observed proper operation through functional and performance testing. Physio-control reviewed information regarding daily testing of the device with the customer and then returned the device to the customer for use.